Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l leaked. Cap leaks at the bottom, causing blood to come into contact with the user during use. Recently (a few weeks ago) it has been happening more frequently that the sealing cap of the viggos (in my case it has only happened with the pink viggos) is leaking on the underside. After inserting, withdrawing the cannula and advancing the viggo, a large drop of blood forms at the end, which is not visible from above and you can therefore reach into it with your fingers and contaminate yourself with blood. And contaminate yourself with blood.

Manufacturer narrative:
All the returned samples were subjected to visual inspection and luer dimension inspection. All the returned samples passed, no abnormality observed. DHR was reviewed. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. The probable root cause for the blood leaked out from flow control plug (flashback chamber) could be due to the sample was left for extended period after applying the catheter on patient. However, we do not know how the product was used. Therefore, the root cause could not be determined. Complaint trend would be monitored.

Event description:
Cap leaks at the bottom, causing blood to come into contact with the user during use. Recently (a few weeks ago) it has been happening more frequently that the sealing cap of the viggos (in my case it has only happened with the pink viggos) is leaking on the underside. After inserting, withdrawing the cannula and advancing the viggo, a large drop of blood forms at the end, which is not visible from above and you can therefore reach into it with your fingers and contaminate yourself with blood. And contaminate yourself with blood.